Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 130 mg/dl, 360 mg/dl and 135 mg/dl. Strips have been used and are not available for return. No death or serious injury reported. No product will be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return